Manufacturer narrative:
The hospital has not accepted the quote for service. There is no confirmation or resolution of failure.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.